Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was insulation degradation on the atrial and ventricular leads. Polarity switch and muscle stimulation also reported. The leads were capped and replaced. No patient complications were reported as a result of this event.